Manufacturer narrative:
The monopolar curved scissors instrument was returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer-reported complaint. The instrument was found to have blade damage at the middle of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the monopolar curved scissors had a small chip in the blade. There was no report of patient involvement.